Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis and septic shock. The cause of the peritonitis event was unknown. The cause of septic shock was not reported. The patient was hospitalized for peritonitis and septic shock. The same day, the patient¿s pd catheter was removed and the patient was switched to hemodialysis (hd) therapy. The patient was treated with unknown intravenous (IV) antibiotics (dose, frequency, and length of the course treatment was unknown). Eight days after admission tot eh hospital, the patient was discharged. At the time of this report, the patient was recovered from peritonitis and septic shock. Additional information was not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).